Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2003 and was not subject to UDI requirements. G4: the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device was on a patient when the reported incident occurred. "Around 0700 I was outside pt's room preparing medications. I heard the ventilator alarm ring and was gathering the medications to go in and administer and to check the ventilator. As I was about to turn around, another nurse said that my ventilator was not ventilating. The alert said circuit disconnect" but the lines showing ventilation were flat. I quickly secure all connections between the pt and the ventilator but it was still not ventilating and there were x's where all of the numbers (ie vte) would normally be. No patient harm was reported.